Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced electrode array migration. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.